Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown, information not provided gender/sex: unknown, information not provided if implanted, if explanted, give date: not applicable as lens was removed/replaced in the initial surgery. Device evaluation: the iol was not received at the manufacturing site. Only an empty package was received. Therefore, product testing could not be performed, and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
Initially the customer only reported the zxt225, 18.0 diopter lens had to be removed, and the eye was scratched upon insertion. A few weeks later via follow-up on (B)(6) 2019 the customer reported a capsule tear occurred. The lens was removed and replaced with iol model z9002, 18.0 diopter. No further information was provided regarding this event.